Event description:
Report rec'd of an over-delivery of narcotic. The pt had been receiving pain mgmt therapy with a bard infusion pump in 2001, when the infusion was changed to delivery with a gemstar pain mgmt pump. The gemstar pump was programmed to deliver morphine sulfate 1 mg/ml in a 100ml bag in the bolus only mode with a bolus does of 0.5mg and a pt lockout of 5 mins. There was no 4-hr limit set. The IV bag was kept in a lockbox on an IV pole the height of the IV pump on the pole was not known. The device reportedly operated fine until the 4th day. The pt record indicates that a new bag and tubing were hung at 1:18pm. At 2:00pm, the pump was cleared by the staff and there were no bolus doses requested or delivered. The staff reported that at 2:00pm, the pump was cleared by the staff and there were no bolus doses requested or delivered. The staff reported that at 2:00pm and 6:00pm when they went to clear the pump, the screen for the shift totals would not display. At approx 9:30pm, the bag of morphine was noted to be empty, and the pt had a respiratory rate of 5 breaths/min. The pt was given an unspecified amount of narcan and reportedly responded well. The pt vomitted, but required no futher medical intervention. The pt did not require intubation or manual ventilation. Per the pt record, the pt had made no bolus requests from 2:00am until 9:30pm when the bag was found empty. No pump alarms were reported. There was no reported long-term effect to the pt. The pt was discharged home the next day.